Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had the serial digital interface (sdi) channel video output connector was broken, during inspection for use. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on electrical contact. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage on electrical contact. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.